Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned.

Event description:
It was reported that during an implant attempt, the lead was unable to be passed through the introducer. Another introducer was used, but upon placement, the physician noticed the lead was deformed. The lead was not used and was replaced. No patient complications were reported as a result of this event.